Event description:
Gcm received an email from mdpr / dimm (hc/sc), global regulatory affairs forwarding a complaint from ms. (B)(6) at (B)(6) hospital on 17 july 2024 about complaint with health canada reference number: 1105203. The product involved primary plumset, clave y-site, non-dehp tubing, 0.2 micron filter, pe coated tubing, 104",14255-28", with unknown item number and unknown lot number. Expiry: 30 april 2024. Health canada device ID: 561981. The problem was: the patient noticed that there was a leak (had 1 drop on his finger) in connection with the chemotherapy infuser that was being infused. The manufacturer is ICU medical. Receipt date on 4 july 2024, health ca lrn- 20240708-896. Health ca rct- 20240705-637. Hospital reference # (B)(4). Terms: a0504 - leak / splash; e2401 - insufficient information; f05 - delay to treatment/therapy. There was a patient involved, and unknown patient harm. Vhennes 18 july 2024.

Manufacturer narrative:
The date of event is unknown; 1 jul 2024 has been used as a place holder. D1 - brand name: primary plumset, clave y-site, non-dehp tubing, 0.2 micron filter, pe coated tubing, 104". Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.